Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into an off-label insertion site, on (b)(6) 2026. It was indicated that the patient entered BG values outside the 40¿400 mg/dL (2.2¿22.2 mmol/L) range, which is misuse of the device. On July 13, 2026, the patient experienced headache, dehydration, increased thirst, nausea, and brain fog while wearing a CGM sensor that had been providing fluctuating readings. During the event, the CGM reading was 389 mg/dL, while a blood glucose fingerstick (BGFS) reading obtained by the patient was 505 mg/dL. Patient performed a calibration using the BGFS value, and the CGM readings later became closer to the BGFS result. Due to the elevated glucose level and associated symptoms, the patient presented to the emergency room (ER) at approximately 5:00 PM on (b)(6), 2026. The patient remained at the ER until approximately 12:30 AM, with a total length of stay of about 7.5 hours. During the visit, the patient was treated with one and a half bags of intravenous (IV) fluids and did not receive insulin. Following discharge, the patient reported continued fluctuating glucose readings despite the calibration. Patient´s condition was stable at the time of reporting, with a follow-up appointment scheduled with the treating physician. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the B zone of the Parkes Error Grid. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.